Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01164. Device product code: phx. Concomitant medical devices: part# 010000589; lot# 664310; part# 115395; lot# 466350; part# 113652; lot# 565440; part# xl-115363; lot# 596940; part# 115370; lot# 632780; part# 180552; lot# 339050; part# 180552; lot# 819320; part# 180550; lot# 961080; part# 180552; lot# 035420; part# 115310; lot# 669910. Visual examination of the returned product identified no damage on the taper adapter. The baseplate was not returned for evaluation. Dimensional analysis was not performed as the taper adapter was impacted into the baseplate. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: found glenosphere sitting in base plate disassociated, plate and stem intact DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right shoulder arthroplasty approximately nine (9) months ago. Subsequently the patient disassociated during pt, and was revised approximately three (3) months post primary implantation. Attempts have been made and no further information has been provided.